Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number, x94m87, and no non-conformances were identified. Manufacturing date: 03/28/2022, expiration date: 02/28/2025.

Event description:
It was reported that during procedure, staff opened device and noticed the jaws were slightly bent/flexed prior to using. So they did not attempt to use and opened up another stapler and proceeded it¿s the case¿no negative outcomes. No patient consequences reported. No further information is available.